Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2015 and revised on (B)(6) 2020 due to leakage. Additional information received indicated: ¿pump tubing leak (tear)¿. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, pump tubing leak (tear). The device was revised. No other adverse patient effects were reported.

Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubing. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected fields: b1, b2, d9, h1, h6 health impact code, h6 type of investigation codes, h6 investigation findings codes, h6 investigation conclusion code, h10 evaluation summary.